Event description:
The manufacturer service technician reported that the device had liquid leaking from the sag head during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event, no patient involvement, no delay, and no medical intervention.